Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated. The returned devices received functional and electrical returned instrument testing evaluation (rite) which it passed. The external/internal inspection was performed and the device passed. A short simulated therapy was performed and passed successfully. There was no non-conforming product found during sample analysis that was related to the reported issue. A review of the service history revealed no failures or problems that were the same as, or similar to the reported condition and there was no indication that the parts replaced during servicing caused or contributed to the reported event. During the device evaluation, the reported increased intra-peritoneal volume (iipv) event was verified during the review of the event history log. The cause was determined to be a use error, tidal total ultra filtration (uf) removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a patient received a high drain 106 (night drain cycle six) alarm. (A high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume). This alarm occurred during use, at the end of tidal peritoneal dialysis therapy. The patient was connected at the time of the event. The technical services representative reviewed the therapy readings and found the day¿s total ultrafiltration was 2302ml, and the patient¿s largest prescribed fill volume is 2000ml. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received, and the evaluation is in progress but has not yet been completed. Upon completion of the evaluation, a supplemental report will be submitted.